Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) around the two shorts. The reprogramming provided the patient normal stimulation. He was very pleased with the coverage and feel, and decided to enable adaptive stimulation. It was reported that the case appeared to be resolved.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n340884, implanted: (B)(6) 2012, product type screening device; product ID 355028, lot # n342431, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot # n310993, implanted: (B)(6) 2012-08, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced inconsistent stimulation, starting immediately after implant. It was noted that intra-operative impedance measurements were normal, and measurements taken on (B)(6) were also normal. The patient was getting great coverage of painful areas and good pain relief, and he stated that the stimulation coverage was better than the trial, but the inconsistent sensation was annoying. The sensation was not related to position and only occurred when the ins was turned on. The patient was seen for follow-up on (B)(6) and reported the stuttering stimulation continued. Impedance measurements were still normal. Adaptive stimulation was activated. The patient was seen again on (B)(6) and a short was seen between electrode pair 4/13, which had been used in some of the patient's programming. It was noted that this did not look like a fluid short. The patient was reprogrammed to not use electrodes 4 or 13, and adaptive stimulation was turned off. The change in impedance measurements could not be explained, however it was reported that the patient still experienced stuttering. The patient was seen again on (B)(6) and again reported stuttering on programs a1, a2 and a4. A1 and a2 had used electrodes 4 and 13. The patient also experienced stuttering on group b, but not program b4, though the patient stated he didn't run group b very long because stimulation was not covering the right location. The patient was given a new group c with 4 programs, all using electrodes 0-7, but not electrode 4. The patient planned to evaluate the programs in group c to see if he could recapture coverage without stuttering. The patient was also given two programs in group d using electrodes 8-15, but not electrode 13.